Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the first instrument was partially applied with thirteen remaining clips. The first instrument was partially applied with twelve remaining clips. No visual abnormalities were observed with the instruments. Functionally; the instruments cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. When the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: when firing the instrument; squeeze the handle firmly as far as it will go. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip appliers were being used for ligating the cystic duct. The device was able to load and fire clips multiple times without issues. Then the device would jam and would not fire. The surgeon had to cycle the device again, then it would load but after the next fire it would fire two clips at the same time. A clip fell into the cavity of the patient and was retrieved with a grasper. The surgeon was able to squeeze the handle when the issue occurred and the jaws were able to close. None of the clips were malformed. In order to resolve the issue and complete the case, opened a new clip applier. There was no patient harm. The patient outcome is alive, no injury.